Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the reported issue and showed travel coarse error, check clutch/plunger lever. Functional testing was performed and the reported issue was not duplicated. The probable cause was identified to be normal wear of drivetrain parts. The leadscrew, coupler, worm gear, and clutches were all replaced to address this issue.

Event description:
It was reported that, during testing, the pump displayed a travel coarse error. There was no patient involvement. Evaluation of the returned device confirmed the reported issue in the event history and identified the cause as worn drivetrain parts.